Event description:
Related manufacturer reference number: 2017865-2022-12146. It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular lead exhibited intermittent capture and the pacemaker exhibited incorrect measurement and functional undersensing. Programming changes were performed. The patient was in stable condition.